Event description:
It was reported that the right atrial (ra) lead exhibited high and rising capture thresholds and failure to capture. The patient is in chronic atrial fibrillation (af). The lead was programmed off. The patient was a participant in the sls study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).